Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic abdominal wall hernia procedure, when fixing the patch, after the staples were hit, the gun was stuck and could not be fired. The first three (3) tack were successfully shot when the patch was fixed, and then the gun was stuck and could not be fired. Components fell into patient cavity. They used another device to complete the case.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic abdominal wall hernia procedure, when fixing the patch, after the staples were hit, the gun was stuck and couldn't be fired. The first 3 tack were successfully shot when the patch was fixed, and then the gun was stuck and couldn't be fired. Gun nail was left in the patient's body and the nail that had been fired didn¿t need to be removed. They used another device to complete the case.